Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15295582 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were issued for this lot 15295582. The packaging was still intact and sterile when the material was noticed, and it was not opened. There does not to be any damage to the product itself, however a speck of some material was noticed. The product was not used in the patient. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report indicated that there is brown substance inside the sterile package and attached to the si brite tip 6f 11cm str sheath. The product was new and it is store out of the box on hooks. The packaging was still intact and sterile when the material was noticed, and it was not opened. There does not to be any damage to the product itself, however a speck of some material was noticed. The product was not used in the patient. One sterile 6f catheter sheath introducer was received in its sealed tray labeled as catalog 401611m with lot 15295582. One particle was found inside the tray. The foreign black particle was measured with a pocket comparator and measured less than 0.050" allowed (within tolerance) per packaging operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The foreign particle reported was confirmed and the exact cause of source of contamination could not be conclusively determined. This is an expected failure mode (particles) during packaging operations. Controls, 100% inspection per procedure are in place to detect these types of particles. Therefore, no corrective/preventive will be taken since the particle found is within the tolerance allowed (1 particle less than 0.050").

Event description:
The report indicated that there is brown substance inside the sterile package and attached to the si brite tip 6f 11cm str sheath. The product was new and it is store out of the box in hooks. The product is available for analysis.